Event description:
Reportedly, significant bleeding was noted from the staple line after pelvic pouch construction. No information was provided related to what was done to stop the bleeding. Pt reported to be fine with no injury or ill-effects. Procedure: pelvic.